Event description:
After 8 months of implantation, this ICD was explanted because the device failed to capture the ventricle after delivering a shock.

Event description:
After 8 months of implantation, this ICD was explanted because the device failed to capture the ventricle, after delivering a shock.